Event description:
See also manufacturer report 3004209178-2009-02606. The recharger and physician programmer were unable to communicate with the ipg. It was discovered that the "custom adaptor" had fallen in front of the battery. The patient underwent a revision and the extension was replaced.